Event description:
It was reported that the device was received in the outer box only. There was no tyvek/sterile wrap. The device not used.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Only the device was returned. No carton was returned for verification. Not enough information has been provided to confirm/verify the complaint. No ees carton or individual package was returned, we received only instrument not in original ees package. The batch record was reviewed and no anomalies were noted during the manufacturing process.